Manufacturer narrative:
A case of patient stroke was reported in a research article. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2135147-2019-00303, 2135147-2019-00305. It was reported through a research article identifying amplatzer septal occluder that may be related to a stroke. Specific patient information is a (B)(6) female. Details are listed in the attached article, titled "midterm follow-up results of transcatheter interatrial septal defect closure." On an unknown day between (B)(6) 2014 and (B)(6) 2016, an amplatzer septal occluder was implanted. Immediately after the procedure, the patient experienced a right side hemiparesis and decreased right limbs force. Computed tomography scan showed transient ischemic attack. The patient was treated with tissue plasminogen activator and the symptoms resolved in a day.